Event description:
As reported by the user facility: per medwatch 3900490000-2024-8007: describe the event or problem: "rn entered pt's room and noted IV pump to be beeping with air bubble alarm. This rn attempted to fix issue by re-priming pump, changing out tubing, changing out pump for another, and changing to new bag of ivf. All these interventions did not fix issue as pump continued to alarm with same error "air in line". 2 additional rns attempted to fix issue with similar results. Total time spent attempting to fix issue (causing delay in ivf) spanned just over 2 hours. This rn was finally able to obtain older model IV pump from ICU and utilize that to administer ivf. Ivf restarted using obtained pump and now running without issue.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400643638. No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.